Event description:
There was no death or serious injury, but the baby was born with low apgar scores (B)(6) 2009, and metabolic acidosis according to cord gases (art ph 6.75 vein ph 6.82), needed resuscitation and was transferred to (B)(6). Despite a deteriorating fetal heart rate tracing and st events, the provider continued labor for 60 minutes before performing a c/s.

Manufacturer narrative:
We conclude that the event is retrospectively reportable to the FDA in accordance with (B)(4).